Event description:
It was reported that the patient underwent a lead revision procedure due to lead migration. The patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.